Event description:
It was reported on (B)(6) 2013 that the materials coordinator advised the small battery drive (part # 532.010/lot # 538) has no power. During an unknown procedure, the surgeon observed that the small battery drive had no power. A battery was switched and the device died. Another available device was used to complete the surgery. The surgery was successfully completed without a time delay and no report of harm or injury to the patient. The hospital does not release the surgeons identity or the patients data information. It was confirmed no adverse event occurred in this case. The report is for one small battery drive device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device receipt date; (B)(4) 2013.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: device available for evaluation: changed from no to yes. Not previously reported. Device returned to manufacturer: changed from no to yes. Not previously reported. The subject device has been received and is currently in the evaluation process. The investigation is on-going; no conclusion can be drawn.

Manufacturer narrative:
The device is used for treatment, not diagnosis.a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. An additional evaluation for an anspach power tool evaluation has been requested.(B)(4)

Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is an instrument, not implanted/explanted. Device manufacture date: 09/04/2001. The investigation could not be completed and no conclusion could be drawn as no device was returned. The device is older than 12 years and the DHR is not completed due to product age.

Manufacturer narrative:
The device is used for treatment, not diagnosis. An additional evaluation(power tool evaluation) was completed. The part received condition was a blemished housing. The report concluded: the customer's complaint that the (00583) small battery drive does not function was confirmed. The unit was tested and did not run when power was applied. The evaluation engineer notes, evidence likely indicates this is due to motor or electronic control unit assembly failure due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.